Manufacturer narrative:
A patient had a lead revision was reported to abbott. It was determined one lead had migrated. As a result, the leads were replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient's lead had migrated. The issue was confirmed via x-rays. Surgical intervention was undertaken on (B)(6) 2023 during which the existing lead was explanted and replaced.